Event description:
It was reported the system had a precharge voltage error. This error will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.